Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the esprit btk scaffold became loose and was no longer attached to the balloon delivery system during preparation of the esprit scaffold delivery system (sds) when negative pressure was applied. No patient was involved. No resistance was felt removing sds from the dispenser coil. No resistance was felt during removal of the yellow sheath. The sds was prepped after the sheath/stylet removal. The tech did not report applying force during removal of the sheath/stylet. There was no manipulation/handling of the scaffold at any point prior to it dislodging from the balloon. A new esprit btk was used to complete the procedure successfully. No additional information was provided.